Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient who is receiving baclofen 500 mcg/ml for concentration at a of 150mcg/day for intractable spasticity via an implantable infusion pump. It was reported that the reason for the call was to confirm if this pump is in telemetry mode. The hcp called the rep and reported that patient had an MRI on (B)(6) 2021 (for issue unrelated to medtronic device or therapy) and the pump had stalled as expected. It was reported that patient did not have their pump checked post-MRI. On (B)(6) 2021 the patient came into clinic and they thought it was still stalled since there was not a recovery in the logs. When asked if it had been less than 2 hours since patient exited MRI, it was note as no. The pump was in telemetry mode. The hcp was instructed to re-read the logs. This showed a motor stall recovery for 11:42 am (B)(6) 2021, the first time the pump was read post-MRI. The hcp was educated on telemetry mode and emailed the rep the pdf explaining telemetry mode. The hcp and rep had no further questions. No symptoms/patient complications reported.